Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a laser system displayed a system message code and the laser was disabled after connecting the endolaser probe during a procedure. The procedure was completed after rebooting the system and exchanging the consumables. There was no patient harm.